Event description:
It was reported that the stem subsided post-op. Competitor distal reamers were used. Unknown if a revision will be planned. There is no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: suggested component code: mechanical (g04) ¿ stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a4; b5; b7; g3; h2; h6 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the stem subsided post-op an unknown amount, however the patient feels short on the operative side. Competitor distal reamers were used. No known treatment or intervention has taken place. There is no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed. Not submitted to mmi for further assessment. Only 1 of the 2 xrays is dated, from the initial post-op day. Subsidence is difficult to assess from a single time point. It is not possible to call out without a subsequent comparative image and, as such, submission would not enhance the investigation. A definitive root cause cannot be determined. However, the use of reamers from a competitor¿s system to prepare the femur may have contributed to the reported event. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.